Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 10 months (calculated from the date of manufacture). The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a no external power alarm occurred while the pump was connected to the mobile power unit (mpu). It was reported that the alarm was due to the power cord coming loose from the socket. The lvad clinicians indicated that this patient walks more than 20 feet throughout the apartment while the patient cable is connected to the mpu rather than switching to battery power. There were no other unusual events recorded in the system controller log file. The patient was asymptomatic. No further information was provided.